Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intraaortic balloon pump (iabp) found two broken block guides for safety disk during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The fst that encountered the issue replaced the block guides. The fst completed the pm with a full calibration and functional check per factory specifications. The iabp was returned to the customer and cleared for clinical use. The following investigation was performed by maquet national repair center (nrc) wayne. The nrc received the following part guide blocks with the reported failure that the guide blocks are broken. The nrc visually inspected the guide blocks and verified that the guide blocks were broken. As a result of the guide blocks being broken, the nrc could not test the guide blocks because the safety disk would not securely lock into place.